Manufacturer narrative:
Review of the positive run shows a curve representative of true amplification for the sars-cov-2 target. The negative run was fine as well. Overall, no analyzer issue was noted as a system assessment was also performed on analyzer 14969. The measurement data analysis has shown no optical path obstruction or any other signs of an hw-related issue. Additionally, analyzer 14969 had been repaired and returned in (B)(6) 2021. It now has the latest design of actuators installed, it has a new sample entry door and the latest sw v3.3.2 installed. The data shows that this positive result is a true positive result. Although the source could not be identified, the original positive run does show true amplification. No product problem was identified at this time. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on a different platform (genexpert) and another cobas® liat® system and both times the sample yielded a negative result for all targets. The negative results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Review of the positive run shows a curve representative of true amplification for the sars-cov-2 target. The negative run was fine as well. Overall, no analyzer issue was noted as a system assessment was also performed on analyzer 14969. The measurement data analysis has shown no optical path obstruction or any other signs of an hw-related issue. Additionally, analyzer 14969 had been repaired and returned in (B)(6) 2021. It now has the latest design of actuators installed, it has a new sample entry door and the latest sw v3.3.2 installed. The data shows that this positive result is a true positive result. Although the source could not be identified, the original positive run does show true amplification. No product problem was identified at this time. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on a different platform (genexpert) and another cobas® liat® system and both times the sample yielded a negative result for all targets. The negative results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.